Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The insulin pump has minor scratched lcd window, cracked case at display window corner and cracked reservoir tube lip.

Event description:
Customer reported every time it is hot outside, she cannot read the screen on her insulin pump. The device is fine in normal or cool temperatures. Customer's blood glucose was unknown. Customer stated she has been having highs and lows, but declined troubleshooting. She was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.